Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel via 6fr sheath using the preclose technique prior to an interventional procedure. Reportedly, an unknown device malfunction occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The interventional procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. A femoral angiogram was not taken prior to the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported difficulties were confirmed as a needle to cuff disengagement. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.